Manufacturer narrative:
All syringes were visually inspected after filling. Non-conforming syringes were rejected. A functionality test was performed on retention samples; retention samples met specifications. No other complaints have been reported in this lot of product. Investigation of the returned sample including root cause analysis is in progress. A supplemental MDR will be filed, when add'l info becomes available. The proper device assembly procedure per the directions for use (dfu) was reviewed with the facility nurse. The nurse agreed to f/u with the staff at the facility, regarding the assembly procedures as described in the dfu. Add'l info was requested on 08/12/2008, 08/18/2008 and 08/20/2008 by phone and mail.

Event description:
A nurse reported three devices had detached cannulas. The devices were not used. There was no pt impact associated with this report. This is the third of three medical device reports being filed for this report.